Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that there was infection at post operative appointment. Sub periosteal abscess noted with implant #4, antibiotic treatment was done. Implant was removed and the area was grafted. Patient not returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: abscess, pain, inflammation & infection.